Event description:
It was reported that during implant a competitor guidewire got stuck in the left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically distorted due to guidewire coating. It was noted that the guidewire was broken, there was an observation on the lv1/distal electrode, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the guidewire insertion test failed. Visual analysis found the guidewire stuck in lead, viewed from tip nose. Destructive analysis found the guidewire tip was broken and stuck in the lead. It was removed and visual inspection found the competitor guidewire's hydrophilic coating adhered to the tip of the guidewire causing the guidewire to stick in the lead lumen. Use of a competitor guidewire is not per company recommendation. (B)(4).